Event description:
It was reported that the device was explanted after implant duration of approximately 10 months. In 2009, (through follow-up with the health-care provider), it was learned that the device was explanted due to dehiscence. No other details provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was also received; however, it is not in english. The device history record (DHR) review was completed in 2009, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.